Manufacturer narrative:
Zimmer sales associates contacted the hospital and informed zimmer that the cuffs would not be returned to zimmer for eval. It was hospital policy not to release products involved in the events. The cuff was reprocessing single use disposable devices; however, hospital stated that the cuffs involved were new cuffs. Hospital typically uses 34" cuffs for most cases. Cuffs were not being used with a zimmer tourniquet. Pictures returned appear to be improper cuff application was being used.

Event description:
The circulating nurse reported that the tourniquet cuff had rolled up on itself. It went unnoticed until the end of the case. She reported no injury to the pt. Softroll was used. Tourniquet inflated less than one hour. Tourniquet machine utilized in this case was an older machine made by electromedics, inc.